Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips fse inspected the site and found the flex vision monitor failed to boot. After reviewing the log, it is found flex viewing-pc malfunction due to faulty grabber cards. To resolve the problem, fse replaced the flex viewing pc and return the part for further analysis, but the component fail and the unit fails during fa test. After replacing flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to boot up, stalling at start up screen. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.